Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed high impedance values on the right ventricular lead. The device had dlivered 13 atp therapies and had 24 high voltage charges, which the lead failed to deliver therapy. A lead fracture was suspected. Tachycardia therapies were disabled. Patient was stable and would be monitored.